Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibited difficulty converting the ventricular arrhythmia during induction testing requiring external defibrillation. An x-ray was completed, however; the presence of air in the device header was unable to be confirmed. The completed x-ray did confirm the electrode was fully inserted and connected to the device header. The device was massaged as a flat electrocardiogram and wandering baseline was observed. It was suspected that the electrode could have been damaged during this massage. This device system remains in service. No adverse patient effects were reported.